Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctors visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient's mother reported son was experiencing irritation while wearing the pod between 36 and 48 hours. Pod site was red and draining. Mother put a previously prescribed unknown cream on patient.